Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. Customer was admitted in intensive care unit. The customer reported that they got no delivery alarm. The customer was treated with intravenous insulin. Customer reported alarm did not occur during manual prime. Customer was not able to troubleshoot at time of call. The insulin pump will not be returned for analysis.